Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable. Also the right ventricular lead integrity alert was triggered. Report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited noise, and a fracture was suspected. The lead was programmed off, and will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.